Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly resulting in the customer experiencing a blood glucose (bg) level of 900 mg/dl.